Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles inside the reservoir and tube and insulin pump had hardware low level failures alarm at the time of self test. The customer¿s blood glucose was unknown. The approximate size of air bubbles was half an inch. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer performed self-test and it did not pass. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.